Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in austria reported via a fisher and paykel (fph) healthcare representative that 2 units of rt380 adult dual heated evaqua2 breathing circuits generated a ventilator leak alarm before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: two rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare for investigation. Results: the returned subject devices were visually inspected, and leak tested. Visual inspection of the returned devices confirmed that no visible damage was observed on either device. Both devices passed the leak test, confirming that there were no leaks present. Conclusion: based on the investigation, the reported issue could not be confirmed. The user instructions which accompany the rt380 adult dual heated evaqua2 breathing circuit include the following: ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage (e.g- crushed tube or cracked connector) before use and replace if damaged. Check all connection are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A healthcare facility in austria reported via a fisher and paykel (fph) healthcare representative that 2 units of rt380 adult dual heated evaqua2 breathing circuits generated a ventilator leak alarm before patient use. There was no patient involvement.